Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Based on an evaluation of severity and frequency, it was determined that no corrective action is not required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the device, bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needle showed a small, colorless, transparent fm, adhering to the IV cannula just below the tip. No injury or medical intervention reported.